Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is being closed since after multiple attempts to retrieve the product, the device has not been returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Customer reports the sleeve broke when surgeon was drilling. Surgeon reports that he followed the normal procedure, and he didn't apply any particular force on the device, so he suspects the metal was too weak. A new sleeve was taken from another box in order to carry out this procedure. No adverse reaction on patient came out. Additional information received from our affiliate on may 06, 2013 indicates that nothing fell into the patient, and the procedure was extended for ten (10) minutes due to the problem with the complaint device.